Event description:
Pt found dead at home on morning of 5/13/00. Resuscitation by medical personnel unsuccessful. Coroner's investigation identified hypoglycemia as cause of death. Pump returned for evaluation.

Event description:
Supplemental info: cause of death unknown according to the criminal investigation dept. Indication for hyperglycemia according to detailed forensic expertise. The device was not involved.